Event description:
A malfunction alarm was reported, displaying fault ID 0-0x277d and malfunction code malf 0, which was resettable. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller in resetting the pump, and the issue did not recur afterwards. Customer was advised to continue using the pump and to report back if the malfunction code appeared again.